Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the set components were correctly placed and no black or any particulate was observed on the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter (pm) in the homechoice automated set with cassette. The pm was further described as, ¿black stuff at the end of the tubing closest to the blue cap¿. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.